Manufacturer narrative:
Additional information-clinical investigation: there is no documentation supporting an association between the liberty cycler and the event of peritonitis. Additionally, there is no allegation against any fresenius products in relation to this event. Peritonitis is a known complication of peritoneal dialysis (pd) therapy. Device evaluation-plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. Therefore, the reported complaint could not be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A manufacturing review was performed of the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets (catalog 050-87212) shipped to this account within the selected time frame. A records review was performed on all lots identified. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.

Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
During review of medical information, it was reported that a peritoneal dialysis (pd) patient experienced acute peritonitis on (B)(6) 2016 and further diagnosed as unspecified peritonitis on (B)(6) 2016. No further information has been made available at this time.